Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device received with minor scratched lcd window, cracked case, cracked case(battery tube), cracked battery tube threads and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was moisture in the insulin pump. The start screen was not very visible anymore. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.